Manufacturer narrative:
An investigation will be initiated as soon as the complaint articles are received by d.o.r.c.. Complaint articles, two disposable vitrectomy lenses in separate containers, were received. A cloudy dry residue was identified in a visual inspection. In order to exclude the manufacturing process as a potential source of contamination, additional information was requested from the manufacturing site (a subsidiary of d.o.r.c.), where lenses are packed. It was confirmed by the manufacturing site that 100% visual inspection of the lenses is in place (and has always been executed) at the point of packaging and batch recorded review indicated that during the visual inspection no abnormalities with regard to dirt, debris, or foreign material were identified. As the origin of the residue could not be clearly determined within d.o.r.c., we sent the lenses to sgs laboratory in belgium for analysis. As soon as results are available, the root cause investigation will be continued. - attachment: [mir 2019-001022 follow up report signed.pdf]

Event description:
Lense was dirty.

Event description:
Lense was dirty.

Manufacturer narrative:
Complaint articles, two disposable vitrectomy lenses in separate containers, were received. A cloudy dry residue was identified in a visual inspection. Batch recorded review indicated that during the visual inspection no abnormalities with regard to dirt, debris, or foreign material were identified. As the origin of the residue could not be clearly determined within d.o.r.c., the lenses were sent to sgs laboratory in belgium for analysis. Results of the investigation of the particulate matter (identified on the lenses) revealed the presence of the following substances: sodium hyaluronate, calcium citrate. However, these substances are not used during the manufacturing or packaging process of the lenses. Furthermore, gloves are worn during handling of the vitrectomy lenses in both the manufacturing and packaging process . Based upon this information and taken into account the nature of the substances identified it is most likely that the event is caused by an unintended use error where after opening the lenses were exposed to the substances identified.

Manufacturer narrative:
An investigation will be initiated as soon as the complaint articles are received by d.o.r.c.

Event description:
Lense was dirty.